Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified; deformation, voids between shell and gel, fold creases, yellow particles in shell, weight within specification, bubbles in gel. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left side "exchange from textured to smooth implant due to the patient's concern with the product and a bilateral capsular contracture, baker grade iii". Device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side "exchange from textured to smooth implant due to the patient's concern with the product and a bilateral capsular contracture, baker grade iii". Device has been replaced.